Event description:
It was reported that an opaque object could not be retrieved and remained inside the patient. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified distal part of the left anterior descending artery (lad). A 1.50mm rotapro and ng rotawire floppy 5 pack were selected for use. During the procedure, when the rotawire crossed the lesion and the burr was advanced in dynaglide mode, and just as the tip was about to come out of the guide catheter, an opaque object that shaped like some kind of marker, about 1/3 the size of the burr appeared along the wire. An attempt was made to retrieve it with a suction catheter and also tried to entangle it with .014 guidewire, but it proceeded to the distal part along the wire. In the end, it moved to the small branch of the distal part of left anterior descending, so it could not be retrieved, and it was left as is. The procedure was completed with another of the same device. There were no patient complications reported and the patient was in good condition after the procedure.

Event description:
It was reported that an opaque object could not be retrieved and remained inside the patient. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified distal part of the left anterior descending artery (lad). A 1.50mm rotapro and ng rotawire floppy 5 pack were selected for use. During the procedure, when the rotawire crossed the lesion and the burr was advanced in dynaglide mode, and just as the tip was about to come out of the guide catheter, an opaque object that shaped like some kind of marker, about 1/3 the size of the burr appeared along the wire. An attempt was made to retrieve it with a suction catheter and also tried to entangle it with .014 guidewire, but it proceeded to the distal part along the wire. In the end, it moved to the small branch of the distal part of left anterior descending, so it could not be retrieved, and it was left as is. The procedure was completed with another of the same device. There were no patient complications reported and the patient was in good condition after the procedure.

Manufacturer narrative:
H6: device codes corrected. Device evaluated by MFR.: the device was returned for analysis. A visual and microscopic examination revealed that the spring tip was observed bent and stretched. No foreign material could be found on the returned device since it remained inside the patient. Total length of the guidewire was measured and met specification. The reported event could not be confirmed.

Manufacturer narrative:
H6: device codes corrected.

Event description:
It was reported that an opaque object could not be retrieved and remained inside the patient. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified distal part of the left anterior descending artery (lad). A 1.50mm rotapro and ng rotawire floppy 5 pack were selected for use. During the procedure, when the rotawire crossed the lesion and the burr was advanced in dynaglide mode, and just as the tip was about to come out of the guide catheter, an opaque object that shaped like some kind of marker, about 1/3 the size of the burr appeared along the wire. An attempt was made to retrieve it with a suction catheter and also tried to entangle it with .014 guidewire, but it proceeded to the distal part along the wire. In the end, it moved to the small branch of the distal part of left anterior descending, so it could not be retrieved, and it was left as is. The procedure was completed with another of the same device. There were no patient complications reported and the patient was in good condition after the procedure.